Event description:
Device 1 of 3. Reference MFR report #s 1627487-2010-04252 and 1627487-2010-04253. The patient received his scs system on (B)(6) 2010 consisting of an ipg, surgical lead and two lead anchors. It was reported on (B)(6) 2010 that the patient was not receiving adequate therapy coverage. In an effort to resolve this matter, a lead revision was performed on (B)(6) 2010. As a result of the procedure, the patient's lead was moved up one vertebral level. Shortly after the surgery, the patient alleged he felt pain in his chest and rib areas as well as weakness in his leg. Further investigation revealed that a hematoma had developed around the surgical lead. The physician evacuated the hematoma and removed the patient's scs system on (B)(6) 2010. The explanted devices will not be returned to the manufacturer for analysis.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.